Manufacturer narrative:
A product investigation was performed on the received drill bit (part # 310.284, lot # 2771213). The visual inspection has shown that approximately 12 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on these findings we exclude any manufacturing related issue. Outer diameter was measured per relevant drawing and found to be within specifications. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a combination between intense use, age (more than 6 years) and a mechanical overload during use did lead to breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Reporter phone number: (B)(6). A device history record (DHR) review was performed for part # 310.284, lot # 2771213: manufacturing location: (B)(4), manufacturing date: 17.aug.2011: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported upon receipt of the loan set it was detected that the cutting parts of the two (2) drills were broken. There was no known patient involvement. This report is for one (1) 2.8mm drill bit/qc/165mm this is report 1 of 2 for complaint (B)(4).